Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave nav pulsed field ablation catheter that was selected for use during the procedure to treat atrial fibrillation exhibited a fluid leak. When the catheter was flushed with a 10ml syringe of saline, fluid was leaking out of the flush port tubing near the luer lock connector. The catheter was replaced with a new catheter and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.